Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3889, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that during replacement of battery depleted implantable neurostimulator (ins), the replacement ins was intended to be connected to the existing lead. Impedance measurement was performed after connecting the lead to the ins and showed increased values (>4000) for all combinations instead of c & 1. The ins was not implanted. Factors that may have led or contributed to the issue were none. Impedance measurement had been performed intraoperatively. Actions taken to resolve was a replacement. Since the patient was not informed on potential lead revision, the second replacement ins stays implanted and therapy was tested with electrode configuration c+1-. It is unknown if the lead would be replaced in the future. A surgical intervention occurred. Additional information received reported that the lead and the ins were still in use and therapy outcome was sufficient with the configuration, which does not show high impedances. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3023, serial# unknown, product type: implantable neurostimulator; product ID: 3889, lot# unknown, product type: lead; product ID: 3058, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3889, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the first implantable neurostimulator (ins) had been replaced and the messages during impedance measurement were the same. Since the patient was not informed on potential lead revision, the second replacement ins stays implanted and therapy was tested and the patient was happy with the setting until now.

Manufacturer narrative:
Product ID: 3023, serial# unknown, product type: implantable neurostimulator; product ID: 3889, lot# unknown, product type: lead; product ID: 3058, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3889, lot# unknown, product type: lead. Analysis of the ins (s/n: (B)(4)) found that the setscrew were backed out too far. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3023, product type: implantable neurostimulator, product ID: 3058, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.